Manufacturer narrative:
(B)(4). The lot was manufactured from december 19, 2014 to december 20, 2014. The device was returned for evaluation. A visual inspection was performed with no signs of blockage or physical abnormality that could have caused the reported no flow problem. A functional flow testing was performed and continuous flow was observed at the distal luer. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor had no flow. The device was infusing fluorouracil and normal saline. There was no patient injury or medical intervention associated with this event. No additional information is available.